Manufacturer narrative:
(B)(6). Section d4: model number, lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in florida reported via a fisher & paykel healthcare (f&p) field representative, that a patient was receiving bilevel positive airway pressure (bipap) therapy for obstructive sleep apnea using the f&p evora full mask, when they were found unresponsive. It was further reported that the patient was provided with cardiopulmonary resuscitation (CPR) and subsequently admitted to the hospital, where they recovered from the reported event. F&p is in the process of requesting further information regarding the reported event to undertake its investigation. F&p will submit a follow up report upon completion of its investigation.